Manufacturer narrative:
The ge service rep was unable to reproduce the problem. The fluoro function board was replaced. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported, the 9800 system had un-requested extended fluoroscopy. No patient injury was reported.